Event description:
It was reported that a catheter issue occurred. The target lesion was located in the left coronary artery. An opticross imaging catheter was advanced for an ultrasound examination of the target lesion. During the procedure, the probe was fractured. The procedure was completed with another of the same device. The patient condition following the procedure was stable.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.